Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that during use it was discovered that product was mixed with a bd syringe safety 3ml ll 26x1/2. The following information was provided by the initial reporter, translated from portuguese to english: syringe 3ml with needle 13x4,5 with color that corresponds to the syringe with needle 25x5,5. The syringes with needle 13x4,5 are brown and 25x5.5 needles are lilac. In this case the 13x4.5 syringe came in lilac color, leading to error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that product was mixed with a bd syringe safety 3ml ll 26x1/2. The following information was provided by the initial reporter, translated from portuguese to english: syringe 3ml with needle 13x4,5 with color that corresponds to the syringe with needle 25x5,5. The syringes with needle 13x4,5 are brown and 25x5.5 needles are lilac. In this case the 13x4.5 syringe came in lilac color, leading to error.